Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It has been reported that there was a difference in readings by as many as 70 mg/dl. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No injury or medical intervention was reported.